Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patients device was showing high impedance. This occurred shortly after generator replacement surgery. The patient underwent x-rays. X-rays have not been received by the manufacturer to date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that pin insertion was troubleshooted, the test resistor was used in which no issues were reported. This information indicates that no fault lies within the generator. The likely cause of the high impedance resides within the lead. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Lead information was able to be identified.